Event description:
It was reported the patient had high impedances on one of their leads. As a result, surgical intervention took place on (B)(6) 2024, wherein the lead was explanted and replaced to address the issue. Visual inspection post explant confirmed the lead was fractured. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000147186. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.